Event description:
Customer reported that erroneously low electrolyte results were generated by the unicel dxc 800 synchron system. The results were reported out of the laboratory and the validity was questioned by the floor nurses. The operator then ran quality controls and noted that the quality controls were not in specification. The system was recalibrated. The samples were then retested on another system and corrected results were issued out of the laboratory. It is not known if there was any change to the patients' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
A service call was initiated by the manufacturer. The customer recalibrated the system and ran quality controls which corrected the reported problem. The customer therefore canceled the requested service call. No examination of the system was conducted. Without an examination of the system a specific root cause of the event could not be determined; accordingly, no conclusion can be drawn. This is one of three medwatch reports being submitted as the customer provided data for three patient events. Reference the MDR numbers below for all associated events. MDR# 2050012-2011-04117, 04119. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.